Event description:
It was reported that this implantable pacemaker exhibited noise, oversensing and pacing inhibition on the right ventricular channel. Troubleshooting of the system was discussed. This device remains in service. No adverse patient effects were reported.